Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the device was returned in good condition. Other than some minor scratching near the tip, the device appears to be almost unused. The threaded tip has minor damage on one side of the instrument at about the first thread. The threads otherwise appear clean and undamaged and despite the damage the instrument still mates with a matrix bone-screw. It is concluded that this complaint is indeterminate. The manufacturing evaluation showed that the device was returned with damage to all threads, primarily the first thread. The shaft has axial scratches indicating use. The thread dimensions are within print specification when measured in the non-damaged area. The threads are too damaged to obtain form and ID measurements. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible. Age reported as approximately (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Information received by facility. Date of this report is being corrected to (B)(6) 2011. Original date aware is being corrected to (B)(6) 2011. New information was received on (B)(4) 2013.

Event description:
It was reported that while doing l4-l5-s1 lumbar fusion procedure, the surgeon assembled the threaded distractor sleeve with the screws, then placed the distractor in the sleeve, and upon distraction, the threads pulled away on all the screws, and deformed the screw heads. The surgeon explanted all 4 screws, and then was able to complete the procedure with 4 new screws, and a different distractor sleeve with no further problem. No fragments remained in the patient. This is report 1 of 1 for (B)(4).